Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2015 due to persistent skin irritation and cellulitis at the abutment site. The abutment was removed and a magnet was placed. The implanted device remains.